Event description:
Further information was received. This lead was removed.

Manufacturer narrative:
According to available information, no further information is expected, therefore our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. The device was removed due to reaching elective replacement indicators (eri). When the pocket was opened, liquid drained from the area. It was thought there was a pocket infection, however the patient with this system was asymptomatic. Antibiotics were prescribed. The pocket was irrigated and the right ventricular and atrial leads were reconnected to the replacement device (f110). The replacement device was implanted from the subcutaneous to submuscular body location. Acceptable measurements were obtained post procedure. No adverse patient effects were reported.